Event description:
The physician informed inspire of a sense lead revision that took place on (B)(6) 2019. Patient complained of pain. The respiratory lead was readjusted within the intercostal space and the system tested intraoperatively.